Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced severe pain at lead incision site and vomiting (also see related MFR. Report#: 1627487-2019-01086). The patient went to the hospital due to leg weakness. A CT scan was performed and the lead was removed.

Event description:
Additional information provided the patient had developed an epidural hematoma and lead was removed (also see related MFR. Report#: 1627487-2019-01086). Reportedly, after the lead was removed the patient also experienced some weakness, numbness and bladder incontinence. The patient is getting rehab and is getting better.